Manufacturer narrative:
Additional information/corrected data: the following information was inadvertently not included in the initial MDR report; therefore, it has been captured in this supplemental MDR report. Section b5: through follow up, the doctor's feedback was that there was no white material when setting the lens in the cartridge. During the operation, when the doctor aspirated with irrigation/aspiration (ia) to remove the white substance, he felt that the color of the substance became slightly lighter, but it could not be completely removed. At the time of examination one (1) week after the operation, the white substance had disappeared from the eye, so there was no patient injury. It was added that considering that it was absorbed from the eye over time and disappeared, this white substance could be the coating agent or ophthalmic viscoelastic device (ovd) in the cartridge. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: dec 8, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: no alleged foreign material (fm) was received with the returned complaint product. The complaint cartridge was received in a sealed non-johnson & johnson sterilization pouch. No other components were received. The complaint cartridge was visually inspected and trace amounts of viscoelastic residue was observed and no defects were observed. A customer provided movie was received. The customer provided movie was reviewed by johnson & johnson subject matter expert (sme) who determined that "the video is too short to get a decent view of the alleged foreign material. The insertion system appears to be a platinum not a preloaded insertion system. This is based on the shape and color of the push rod. Other than that the sme could not tell where the extra material would come from. There is a funny flash of blue on the left side of the lens as the lens unfolds but that could be the lighting". The nature of the alleged foreign material and the potential root cause could not be determined from a video evaluation. The complaint issue was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). The cartridge is not an implantable device. If explanted; give date: n/a (not applicable). The cartridge is not an implantable device; therefore, not explanted. Initial reporter name and address: phone number: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device lot history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implanting an intraocular lens (iol) with a platinum injector, a large white substance was observed at the base of the haptic of the lens. Although the substance was removed using irrigation/aspiration (I/a), it could not be completely removed. There was no patient injury reported. It was indicated that there is a possibility that foreign matter was attached to the cartridge or could be the coating agent or ovd in the cartridge. The lens remains implanted and will not be returned. No further information was provided.